Event description:
The device has now been explanted and replaced.

Event description:
It was reported that the physician had strong reservations about the battery life of the implantable cardioverter defibrillator (ICD). The physician suspected premature battery depletion. The device remains in use and the next follow-up is scheduled for 3 months. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 81% longevity with battery at 95% on the depletion curve which projects to 85% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the device met 80% of its expected longevity.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.